Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/19/2018. Device evaluation summary: it was reported that a 78-year-old caucasian female underwent breast augmentation with a mentor smooth round high profile 380cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed visibly. The device contained no fluid upon receipt by mentor. Red material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the mentor product analysis lab observed that the device appeared intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation 2. Dislodged valve material from a valve puncture or tear 3. Water soluble crystal-like material (residual nacl from the fill solution) 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since a leak was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, the mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the red material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor smooth round high profile 380cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed visibly. As a result, the device was explanted on (B)(6) 2018.